Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose and ended up in the emergency room. Blood glucose was 277 mg/dl and customer treated with injection. Customer started having convulsion and ems was dispatched. Blood glucose at the time of the incident was 10 mg/dl and treatment was administered, blood glucose was 92 mg/dl when the customer was released from the hospital. Blood glucose level at the time of the call was 124 mg/dl. Customer did not troubleshoot. The insulin pump was not replaced or returned for analysis.